Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cutter could not be inserted. It was further noted that the nose tube bearings and spacers were corroded and there was corrosion on the bearings and gears in the mid section/back end. It was also noted that there was a buildup of corrosion throughout the device which was consistent with improper cleaning. It was noted that the corrosion caused the nose tube to fail and not accept the burr. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning which is user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a lumbar fusion surgical procedure, it was observed that the attachment device would not accept the drill bits. According to the report, it looked like a flap was stuck inside the device. There was no delay to the surgical procedure as an identical spare device was available for use. It was reported that the procedure was successfully completed. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.